Event description:
Reporter alleged a result of 116 with an undosed strip on the compact system. The location in which the testing was performed was not provided. The customer took no action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.